Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer failed and was not detected on the bus. The field service engineer (fse) reseated the row board cable and retractor band; testing in hta passed. After rebooting the pyxis and reassembling, the main drawer failed again. Replaced the comm sled with no improvement, so reinstalled the original and continued diagnosis. Found the pyxis bus cable not fully connected; reseated all drawer connections and confirmed proper operation after multiple tests with the customer. Followed up on drawer 5 concerns and found a damaged internal pyxis bus cable. Replaced the cable and also replaced the med cart cable to the tower due to missing screws. Retested all drawers and verified the system was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 and drawer 3.1 had failed and were not detected on the bus. The customer attempted to recover the storage space, but the drawers continued to fail. However, there were no delays, adverse events or injuries reported based on this event.